Event description:
Report of device system explant due to "wound infection" received per the annual device tracking report. Follow hcp revealed patient symptom was incisional wound opening. The primay location of the infection was the device pocket. A culture was obtained of the device pocket and csf but the results were unknown. The patient was treated with IV antibiotics and total system explant. The infection has resolved. Hcp belives the wound dehiscence was due to trauma over the pump and a secondary infection developed. Patient risk factors include debilitated status and urinary tract infections.